Manufacturer narrative:
Argon has made three requests for the return of the sample for evaluation. As of the date of this report, the sample has not been returned. Without such evidence, the complaint cannot be confirmed and a root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
The PICC broke with the dressing removal.

Event description:
Follow up.